Manufacturer narrative:
UDI (B)(4). Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01184 for the balloon rupture

Event description:
As found during pre-decontamination evaluation, the liner of the 14fr esheath had a circumferential liner delamination approximately 4cm in length. As reported by our affiliates in (B)(6), prior to attempted inflation of the 26mm commander delivery system, no balloon aortic valvuloplasty (bav) was performed. During deployment of the 26mm sapien 3 valve, the commander balloon burst.  It was not possible to get the balloon back into the esheath, therefore the commander and esheath were carefully removed as a unit. The valve was then 2x post dilated with a 26mm z-med balloon and the final result was good. No patient injury occurred.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(6). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01184 for the balloon rupture. The sheath and delivery system were returned for evaluation, and per visual inspection was performed. Sheath liner had a circumferential delamination about 4cm in length and no liner tear observed. The sheath was kinked at the proximal end of delamination. The marker band was attached to the liner and there was minor damage to the soft tip. A device history record (DHR) review performed did not reveal any manufacturing nonconformance that would have contributed to this event. A lot history review revealed no other complaint relating to ¿sheath distal tip- liner delamination¿. A review of the complaint history from may 2018 to april 2019 revealed other related complaints for the esheath (all models and sizes). No manufacturing non-conformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. Review of complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the trend category. During manufacturing, the sheath is 100% visually and physically inspected. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on visual inspection of the returned device. Investigation of the device and review of complaint history, device history record and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. It is possible that withdrawal of a burst balloon may have caused the balloon to be caught on the sheath tip during withdrawal. The subsequent additional force and manipulation applied to overcome withdrawal difficulty could have contributed to the liner delamination. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the reported event. The complaint was confirmed, but no labeling/IFU/training deficiencies inadequacies and no manufacturing non-conformances were identified during evaluation. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. Therefore, no corrective or preventative action is required.